Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the tip of the dorsal height adjuster was stripped/deformed while adjusting an implanted screw. The case was completed using an alternate driver. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned driver was evaluated. Visual inspection revealed the tip of the device is deformed/twisted in a manner consistent with screw insertion. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. Likely cause could be due to the screw being installed past the area of the screw hole preparation.

Event description:
It was reported that during the procedure the tip of the dorsal height adjuster was stripped/deformed while adjusting an implanted screw. The case was completed using an alternate driver. There were no reported patient impacts or surgical delays.